Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touchscreen was unresponsive on the lock screen, preventing the user from unlocking the pump or interacting with on-screen icons despite cleaning, use on a charger, attempted stylus, third-party touch attempts, and wake-button recalibration and restart steps; a replacement device was arranged and the user transitioned to backup therapy. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 141 mg/dl. Outcomes included interruption of ilet therapy and continued glucose monitoring via cgm while awaiting replacement. Investigation included guided troubleshooting, device restart attempts, and verification of continued unresponsiveness and inspection of the returned device. Investigation of this device revealed a touchscreen input failure consistent with a device hardware malfunction that prevented user interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen interface.